Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high out of range pace impedance measurements were noted when it comes to this right ventricular (rv) lead. The values had increase since one year ago. All other values were normal. A lead fracture was alleged. The system was explanted and replaced. The device was a competitor device. The rv lead was surgically abandoned. No additional adverse patient effects were reported.